Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: there was moisture evident behind the display lens. The pump was unresponsive with both the returned battery cap and a test cap due to internal moisture. The pump had no audio, vibration and had a blank display. The leak test confirmed a leak at the display lens. The pump case was removed and there was evidence of moisture contamination throughout the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a power issue. Reportedly, there were replace alarms emitted without a low battery warning preceding. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.